Event description:
Customer reported the unit of measurement setting of their unlocked freestyle flash meter had changed. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mmol/ls. Readings with a 12 cal code were found in glucose log, 0806 errors were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the adc fa16may2006 letter. Meter is inoperable.